Event description:
Vent changes made to increase peep to +8 from +5 and decrease rr-8. Within minutes, vent was alarming continous high pressure with vent dcing peep, increase fio2 to 100% and decrease pressure limit alarm to 30 from 50. When reset button pressed, previous vent settings came back on, but after 2-3 breaths, the vent converted back to continous high pressure alarm. Pt was suctioned, hme taken off, vent filters checked, but alarm continued. Vent changed out and new 760 worked fine. Service call placed to mallinckrodt rep. No problem found.